Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Recently, there was also noise seen on the rv lead. The patient came in to the clinic for testing, but the noise could not be re-created and x-ray imaging had no findings. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Recently, there was also noise seen on the rv lead. The patient came in to the clinic for testing, but the noise could not be re-created and x-ray imaging had no findings. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating significant noise and oversensing. The rv oversensing was resetting timing cycles in the atrium and causing pacing inhibition with possible asystole of about two seconds. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Recently, there was also noise seen on the rv lead. The patient came in to the clinic for testing, but the noise could not be re-created and x-ray imaging had no findings. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating significant noise and oversensing. The rv oversensing was resetting timing cycles in the atrium and causing pacing inhibition with possible asystole of about two seconds. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating this rv lead was explanted and replaced due to product performance issues. No additional adverse patient effects were reported.